Manufacturer narrative:
The bench repair service engineer conducted evaluation of the device and identified that device therapy was disabled due to the defect in the assay processor and processor mix. The assay processor (453564489071) and dfm100-cbl ui to processor mix (453564844311) was replaced, and the device was returned to full functionality. The device was returned to use, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that therapy was disabled. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Phone number: (B)(6).